Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the investigation determined that the reported events appeared to be a result of user technique and procedural conditions. There were no clip actuation or device issues reported prior to the clip becoming caught on the guide tip. It is likely that the clip becoming caught on the tip resulted in the cascading reported events of difficulties removing the device and clip actuation issues. The reported detachment of device component (clip detached from dc shaft) appears to be a result of user technique as it was reported that a strong tension was felt while performing maneuvers to open the clip, resulting in the reported detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed for difficulty removing the clip delivery system (cds), clip separation from the cds but remaining attached via the gripper and lock lines, requiring surgical intervention. It was reported that on (B)(6) 2015, the patient with degenerative mitral regurgitation underwent implantation of one mitraclip without issue. A second mitraclip was positioned on the leaflet; however, mean pressure gradient was high so the clip was not implanted. During retraction of the clip delivery system (cds) into the steerable guide catheter (sgc), the arms of the clip became stuck with the tip of the sgc radiopaque ring. An attempt was made to re-open the clip to fully retract it into the sgc but the clip did not open. The sgc and cds were retracted as a single unit. Resistance was felt at the level of the hepatic vein. Ultrasound showed that the clip was attached to the sgc. Another attempt was made to re-open the clip by pulling the lock lever past the blue line, turning the arm positioner counterclockwise and pulling on the system. This created strong tension over the length of the system, which caused the clip to separate from the tip of the cds and open suddenly to 180 degrees. The system (sgc, cds, and clip, which was still attached to the lock line and gripper lines) was pulled into the groin. Femoral vein cut-down was performed and the sgc, cds and clip were removed. The procedure was aborted with implantation of the one clip and mitral regurgitation was reduced from grade 4 to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.